Event description:
The customer called reporting that he had a seizure and was transported to the hospital where he was given oj and glucose tablets. No diagnosis of hypoglycemia was made. The customer stated that he was unable to get his blood glucose level measured due to using expired strips.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.